Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that smoke appeared from the monitor upon power up. The user found that the capacitor had burned out on the auxilliary board. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.